Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was attempting to treat a 60 mm long, moderately calcified lesion, extending from the proximal lad to the mid-lad. The vessel was described as moderately tortuous. He planned to use 2 longer stents, instead of 3 stents in order to cover the lesion. Following pre dilation, he deployed the taxus express2 2.75 x 32 mm drug eluting stent in the distal portion of the lesion at 9 atms. He then fully deflated the balloon, but the balloon stuck in the stent and he could not withdraw it. He tried several manuevers to remove it, without success. When he "pulled hard" on the delivery device, the stent was "dragged through the vessel." He was then able to remove the balloon. He indicated that he needed to deploy a second stent distal to the taxus that had migrated and a third stent proximal in order to cover the lesion. No other pt complications or injuries were reported.